Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading were in the 300-mg/dl ranges. On a one touch ii meter the reading was 118mg/dl. (Invalid comparison) the pt took insulin. No medical treatment was sought nor treatment given. The customer care rep performed troubleshooting and twice the controls solution test did not pass. (220 and 224 mg/dl range 97 mg/dl-131mg/dl) with a new vial of test strips and the control solution test passed (124 mg/dl range 97-131mg/dl) and readings on both meters were in the 80's mg/dl. (No time frame between this between this readings on both meters were in the 80's mg/dl. (No time frame between this testing and previous result) based on the info there is indication the test strips may have malfunctioned, due to the control solution test passing with a new vial of test strips.